Event description:
Related manufacture reference number: 2017865-2022-09777. It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead and right ventricular lead exhibited noise over-sensing. Both leads were explanted and replaced on (B)(6) 2022. The patient was in stable condition.